Manufacturer narrative:
Product ID 3093-28 lot# v573248, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient developed a urinary tract infection. The patient experienced ¿awful¿ pain when voiding. This was reported to be a worsening or exacerbation of a pre-existing condition. Pyridium and macrobid were given to the patient and the event resolved without sequelae on 2013 (B)(6).